Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the new battery life was diminished, with the battery depleting after a few days. The customer also reported that the buttons were not responsive on the first push but were responsive on the second push. The customer stated that the pump had given error codes in the past but not recently. Additionally, the customer reported experiencing insulin flow block (ifb) every few site changes and resolved the issue by changing to a new site the customer reported no adverse event. The event involved product(s) unomedical, mmt-342, and mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for unomedical, mmt-342, and mmt-1884.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self-test, active current measurement and sleep current measurement. All buttons function properly. No low battery alert, no delivery/occlusion alarm or unexpected error message noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts listed in the pump trace download. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. No unexpected no delivery alarm found in the pump history file/trace on the event date (B)(6) 2025. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case. The j1 connector on pcba 1 was locked properly during visual inspection. The sc1-cap/reservoir does lock properly. No delivery/occlusion alarm, unexpected error message, keypad/button unresponsive/button error alarm or charge/battery lasts less than expected was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.